Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced atrial fibrillation with rapid ventricular response (rvr) and was admitted to the hospital. After being admitted through the emergency room, it was confirmed that the patient was inappropriately shocked due to the atrial fibrillation with rvr. There was no discussion about any changes on the implantable cardioverter-defibrillator. The healthcare provider planned on adjusting medication to try and control the patient's atrial fibrillation. The patient was stable.